Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The pt reported issues with "insulin level regulation". She stated that she had to bolus 30 units of insulin for a meal. She did not observe any insulin leakage in the system. She stated that an a2 (low battery) alarm was displaced before the pump "stopped". Further attempts to reach the pt to gather additional information were unsuccessful. No further information is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.